Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03148. The pt received 1 trial octrode scs lead and 2 trial quattrode scs leads (pns: off-label). The lot numbers of the leads are unk. It was reported during the pt's trial procedure, the physician experienced difficulty entering the epidural space and implanting the lead(s). Subsequently, the pt experienced burning/pain in her left foot post-operative. As a result, the octrode lead was explanted (quattrode leads left implanted until (B)(6) 2014). However, the issue has not resolved with the explanted of the scs lead nor the end of the trial.